Event description:
The pt is reportedly experiencing a post auricular wound dehiscence, infection and device extrusion. The pt developed a small wound gap one month after implant surgery, with implant exposure. On (B)(6) 2014, a wound suturing with flap elevation was performed. A month and a half later, the implant was exposed again. A post aural wound closure was performed on (B)(6) 2014. After another month, the implant was exposed a third time. A temporal muscle pedicled flap elevation and repair was completed on (B)(6) 2014. The pt has reportedly been treated post-operatively with zobactin/piperacillin/tazabactam, and mikacin. The pt is being monitored.